Event description:
Customer received a result of 301 mg/dl around 4pm and took 8 units of insulin. At 6pm the customer ate crackers and at 8pm the customers sight became blurry and their legs were cold and numb. Company tested blood glucose and received a result of 55mg/dl. An ambulance was called and paramedics tested and received a result of 55mg/dl. The customers device read 47 and 54mg/dl. The customer was gi vn glucose and ate peanut butter and jelly and drank orange juice. No controls were in use and the device was coded incorrectly. A request was made for the return of the suspect device and replacement product was sent.